Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient changed the cassette to another one for regular replacement in the morning. Then, in the evening, a "no disposable, pump won't run" alarm went off. So she changed pump and the cassette to another one, and after that, the alarm was settled. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures received: 4 pictures were attached and reviewed. Picture 1 shows a cassette product. Picture 2 show the front view of a cassette product. Picture 3 show the top view of a cassette product. Picture four show the bag neck section. Sample received: sample received consist in 1 cassette product. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection: no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing: first pump: no alarms were activated. Second pump: no alarms were activated. A CAPA was opened to investigate the reported issue. Conclusions: based on the no disposable alarm investigation and root cause conduct the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicate, complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.